Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems and recurrence. It was reported that patient underwent surgery on (B)(6) 2013 and an unknown device was implanted. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lap. Tubal ligation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent cystoscopy with hydrodistention and botox injection on (B)(6) 2010 due to possible interstitial cystitis; refractory overactive bladder. It was reported that patient underwent interstim stage I; fluoroscopy for placement of interstim lead on (B)(6) 2011 due to overactive bladder; urge incontinence. It was reported that patient underwent revision and replacement of interstim lead and fluoroscopy for placement and removal of interstim lead on (B)(6) 2011 due to nonposting interstim; overactive bladder; urinary frequency; urge incontinence. It was reported that patient underwent interstim lead removal on (B)(6) 2011 due to failed interstim stage I. It was reported that patient underwent urethrolysis; removal of mesh sling; repair of urethra, cystoscopy on (B)(6) 2013 due to voiding dysfunction; urinary retention secondary to sling. It was reported that patient underwent alta sling and cystoscopy on (B)(6) 2014 due to recurrent sui. No additional information was provided.